Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during cerebral coil embolization of an unruptured aneurysm, an approach was made from the right ba with a guiding sheath (6f). It advanced towards the left internal carotid artery (ica). A distal access catheter (benchmark) was inserted from there and it was delivered around the penetration. From this route, a prowler select plus microcatheter (mc) was inserted and approached just before the aneurysm of the middle cerebral artery (mca), (m1-m2 junction). The complaint device, a pulserider t, 3mm, 8mm arch (201d, 3053447104) was inserted from the microcatheter and deployed in an extra aneurysmal in the neck. After several fine adjustments, the neck was covered and placed to some extent. Therefore, the microcatheter for coil (phenom 17) was approached and by trans-cell technique through the complaint device. A coil (2.5x4 axium prime) was inserted and rewound several times to make it fit within the aneurysm. When a confirmatory contrast image was taken, it was unstable, so the physician tried to remove it for rewinding, but he was not able to retrieve the last two rolls and could not pull any further. It was judged that the notch had been made. Although the complaint device was taken out and pulled out several times, it was not able to be retrieved. It was judged that the notch was formed when the pulserider was entangled with the coil. Both the complaint device and the coil were pulled into the guiding catheter and retrieved as a lump. When checked outside the body, it was entangled as expected. The physician worried about of happening a similar phenomenon by using pulse rider and the procedure was continued with neck plasty using an existing stent. A continuous flush was done. Additional information received indicated that there was no alleged product malfunction with the prowler select. No additional intervention was needed to remove the device from the patient. There was no report of any damage to the concomitant devices. No excessive force was applied to the device. There was no prolongation in the procedure due to the event. Based on the visual analysis of the photos provided for this complaint. It can be determined that the pulserider t, 3mm, 8mm arch was returned with a non j&j coil tangled on it. Even to this, no damages could be noted on the pulserider. Also, the implant could be noted still attached to the delivery wire. No other damages could be observed. A manufacturing record evaluation (mre) was performed for the finished device 3053447104 number, and no non-conformances related to the malfunction were identified. A non-sterile unit pulserider t, 3mm, 8mm arch was received inside of a pouch, it was visually inspected, and it was noted that the implant is entangled with an unknown embolic coil, also, the delivery wire was noted broken, only a part of the delivery wire was returned with the implant attached. No other damages or anomalies were observed during the visual inspection. Due to the broken condition noted on the delivery wire a scanning electron microscope (sem) testing was performed, and the results are follows. There is evidence of mechanical damage. These damages could be related to cut of the device during the procedure or excessive force; however, this cannot be conclusively determined. No other anomalies were observed. During the visual inspection of the pulserider t, 3mm, 8mm arch it was noted that the implant is entangled with an unknown embolic coil, also the delivery wire was noted broken, due to the entangled condition noted on the device, the customer complaint regarding ¿anrd - inability to cross through anrd into aneurysm¿ was confirmed. The broken condition noted on the device could be the result of the removal of the device during the procedure, however, this cannot be conclusively determined. Procedural and other factors may contribute to the finding; however, this cannot be conclusively determined. Based on the scanning electron microscope (sem) testing, there was evidence of mechanical damage. These damages could be related to cut of the device during the procedure or excessive force; however, this cannot be conclusively determined. No other anomalies were observed. A manufacturing record evaluation was performed, and no non-conformances related to the malfunction were identified. Inability to cross through anrd into aneurysm is a potential complication associated with the use of this device. It should be noted that product failure is multifactorial. The instructions for use (IFU) do contain the following recommendations: never advance or apply torque against resistance without careful fluoroscopic assessment of the cause. Movement against resistance may result in damage to the vessel or the device. If the cause cannot be determined, withdraw the device from the patient and replace with a new device. Carefully inspect the package, implant, and delivery wire to ensure they are not damaged. Do not use the device if the sterile barrier is compromised or the device is damaged. Inspect for device damage. The implant should be unconstrained within the protective housing and should be attached to the distal tip of the delivery wire. The introducer should be loaded on the delivery wire proximal to the implant and extending through the rhv into the protective housing. Do not use the device if the implant or delivery wire appear damaged in any way. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter name and address: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Based on the visual analysis of the photos provided for this complaint. It can be determined that the pulserider t, 3mm, 8mm arch was returned with a non j&j coil tangled on it. Even to this. No damages could be noted on the pulserider. Also, the implant could be noted still attached to the delivery wire. No other damages could be observed. A manufacturing record evaluation (mre) was performed for the finished device 3053447104 number, and no non-conformances related to the malfunction were identified. The reported condition ¿anrd-inability to cross through anrd into aneurysm¿ could not be evaluated based on the pictures. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed once the device returns for analysis. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during cerebral coil embolization of an unruptured aneurysm, an approach was made from the right ba with a guiding sheath (6f). It advanced towards the left internal carotid artery (ica). A distal access catheter (benchmark) was inserted from there and it was delivered around the penetration. From this route, a prowler select plus microcatheter (mc) was inserted and approached just before the aneurysm of the middle cerebral artery (mca), (m1-m2 junction). The complaint device, a pulserider t, 3mm, 8mm arch (201d, 3053447104) was inserted from the microcatheter and deployed in an extra aneurysmal in the neck. After several fine adjustments, the neck was covered and placed to some extent. Therefore, the microcatheter for coil (phenom 17) was approached and by trans-cell technique through the complaint device. A coil (2.5x4 axium prime) was inserted and rewound several times to make it fit within the aneurysm. When a confirmatory contrast image was taken, it was unstable, so the physician tried to remove it for rewinding, but he was not able to retrieve the last two rolls and could not pull any further. It was judged that the notch had been made. Although the complaint device was taken out and pulled out several times, it was not able to be retrieved. It was judged that the notch was formed when the pulserider was entangled with the coil. Both the complaint device and the coil were pulled into the guiding catheter and retrieved as a lump. When checked outside the body, it was entangled as expected. The physician worried about of happening a similar phenomenon by using pulse rider and the procedure was continued with neck plasty using an existing stent. A continuous flush was done. Additional information received indicated that there was no alleged product malfunction with the prowler select. No additional intervention was needed to remove the device from the patient. There was no report of any damage to the concomitant devices. No excessive force was applied to the device. There was no prolongation in the procedure due to the event. Additional information received indicated that there was no alleged product malfunction with the prowler select. No additional intervention was needed to remove the device from the patient. There was no report of any damage to the concomitant devices. No excessive force was applied to the device. There was no prolongation in the procedure due to the event. Photos of the device were received.